Event description:
The complaint/event occurred on an unspecified date and involved a microclave® clear connector. It was reported that one of the anti-reflux valves attached to a mid-line set damaged the internal rubber valve. Blood drop after drop was lost/leaked and the patient potentially could have dripped with a fatal outcome. One piece was involved. There was no report of any specific human harm.

Manufacturer narrative:
The device is not available for evaluation- the investigation is pending.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.